Event description:
Unkreported experiencing several e8 (power interrupt) error messages. Pt stated after changing the battery and the battery cover the e8 messages persisted. Pt reported she is unable to confirm the e8. Preliminary evaluation reported after inserting a new battery and after the infusion device went through the self-test, the infusion device immediately triggered an e8. E8 cannot be confirmed using the check key because the check key is non-functional. No further info available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.